Event description:
In 2000 following a diagnostic procedure and angio-seal device deployment, the puncture site bled. A fernostop was placed and the pt was transferred to the ICU with back and leg pain and decreased blood pressure. A CT csan revealed a pelvic retroperitoneal hematoma which was treated conservatively and the pt was discharged after gradual improvement. The pt presented to the ER nine days later with mild abdominal discomfort and pain in right lower abdomen that radiated to right upper abdomen and settled in right lower chest. Plavix was discontinued and a CT scan showed improvement of the previously diagnosed retroperitoneal bleed; however, there was a question of femoral vein thrombosis. The pt was recovering.